Manufacturer narrative:
Onsite investigation of the involved devices was conducted by a spacelabs field service engineer (fse). Fse found that the cause of issue is the switch port which the xhibit central station was connected to. The constant re-booting issue was resolved after connecting the dedicated network cable to a different switch port. The unit passed all functional tests and was returned to service. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 an xhibit central station kept rebooting. No injury was reported as a result of this event.